Event description:
Product malfunction: none. Symptoms/ae: stroke. Time of ae: during the procedure. It was reported that during a left common carotid artery stenting procedure using two rx acculink stents, the pt suffered a stroke. During post stent dilatation, the pt became hemiplegic on the right side with decreased speech. The angiogram showed a patent stent with preserved intracranial circulation. The pt was taken for a CT scan which showed no acute bleed. The neurologist felt it was an ischemic event. The pt had chronic microvascular small vessel disease and did not tolerate the balloon inflations. The pt was aphasic, dysphagic and was having difficulty keeping his airway clear. One day post procedure, the pt was discharged to a neuro intensive care unit. Eight days post procedure, he was transferred to a stepdown unit. The pt continues to have difficulty keeping his airway clear, is on bipap and is being suctioned frequently. A peg tube was placed and feedings were started. If the pt can maintain his respiratory status, he will be transferred to a rehabilitation facility. Although requested, there is no additional information available. Study event.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, pt, and device information. The device remains in the pt. The lot number was provided. A review of the device history record did not produce any findings relevant to this report. The rx acculink part # 1011342-40, lot #5110751 referenced, is being filed under medwatch MFR #3004742046-2007-00317. The rx acculink part # 1011649-55, lot #7083051 is being filed under another medwatch report.